Event description:
The pt reportedly had no look between the external equipment and the cochlear implant. The pt was seen at the ctr for device evalaution. External equipment was exchanged. Testing performed confirmed that the pt's device was not functional. Surgery to explant the pt's c1 device is to be scheduled.